Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention procedure the shaft was kinked. The 75 to 90 % stenosed target lesion was located in an unspecified lesion. A 2.00x12mm nc quantum apex balloon catheter was advanced to the lesion; however, resistance was encountered due to the calcification and tortuosity of the vessel, resulting in a shaft kink. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is good. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. There was contrast and blood in the inflation lumen, wire lumen and balloon. The balloon was loosely folded, which is consistent with having positive pressure applied. A pinhole was noted on the balloon. To verify, positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal markerband. The balloon was wrinkled/damaged in the area proximal of the pinhole. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was damage to the tip. There were four shaft kinks 24cm, 24.5cm, 25.5cm, and 26cm from the tip. There was no other damage to the device. There is no evidence of any material or manufacturing deficiencies contributing to the reported shaft kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).